Event description:
It was reported that a malfunction alarm occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took corrective action by administering a correction bolus via the pump. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was able to continue using the pump and was advised to contact support again if the issue reoccurred.